Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle experienced foreign matter. The following information was provided by the initial reporter, translated from (B)(6) to english: black foreign matter at the needle seat of the syringe.

Event description:
It was reported that the bd¿ syringe with needle experienced foreign matter. The following information was provided by the initial reporter, translated from chinese to english: black foreign matter at the needle seat of the syringe.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301947 and lot number 2107118. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the reported defect was observed; however, an exact cause could not be determined.